Manufacturer narrative:
Batch review performed on 09 july 2018. Lot 144216b: (B)(4) items manufactured and released on 22 november 2017. Expiration date: 2022-10-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved: pedicle screw reference 03.50.433 (k121115) rod cocr 5.5x480. Lot 148723: (B)(4) items manufactured and released on 08 may 2017. Expiration date: 2022-04-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director on 10 july 2018: in a long posterior thoraco-lumbar stabilization (diagnosis unknown, but it is likely to be a deformity case) both cocr rods fractured at l5-s1 only few weeks after surgery. The cause for such fracture is totally unknown; no traumas have been reported but the double fracture at the same level leads to suspect that an abnormal load was suffered by the construct. At such short follow up time it should be a fatigue fracture. No clinical cause for this event can be determined with the information at hand.

Event description:
The rod snapped inside the patient. It is unknown how the rod snapped. It is unknown when the revision will take place. The surgeon did not perform an osteotomy. The patient had significant blood loss and this was their 3rd surgery. That may have factored into that decision. No cage subsidence or fracture was mentioned. Patient will be revised with competitor's implants.